Manufacturer narrative:
The device was returned to biosense webster for evaluation. Visual inspection and functional test of the returned device were performed following bwi procedures. Visual inspection was performed, and a hole was observed on the pebax surface with reddish material inside. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device [31210615l] number, and no internal action related to the reported complaint condition were identified. The force sensor error reported by the customer was confirmed per the open circuit found in the force sensor. The potential cause of the open circuit cannot be determined. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The pebax damage is not related to the issue reported by the customer. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instructions for use contain the following warning: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. Initially, it was reported that an error 106 alert code occurred after the catheter was plugged into carto and before first ablation (out-of-box failure). A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient. The force sensor issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 02-jul-2024, there was a hole observed on the pebax surface with reddish material inside. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 02-jul-2024.